Event description:
It was reported "the (malibu locking) cap would not screw in neither come to a halt nor block". The surgery time was not extended more than 10 mins due to this issue and surgery was completed using a spare device that functioned correctly. There was no additional anesthesia administered. Additional info was requested by integra.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.